Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a needle/syringe. The customer reports "2 syringes not drawing up any insulin into the barrel. Also, 1 entire needle coming out of the syringe and sticking in her insulin bottle. The cannula did not break off, it simply fell out of the syringe when she inserted it into her insulin vial."

Manufacturer narrative:
An investigation is currently underway upon completion the results will be forwarded.